Manufacturer narrative:
Contact phone number (B)(6) . No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a system controller was prepared for the patient as a backup. During installing the emergency backup battery (ebb), it was recognized that the battery could not be connected as expected. It needed more force than usual but although the connection was very hard, an ebb fault was displayed. The ebb was exchanged and the new one connected sufficiently.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of increased difficulty connecting the backup battery to the system controller (serial number (B)(6)) could not be confirmed; however, the reported event of a backup battery fault alarm was confirmed via the provided log files. Further evaluation of the returned backup battery at the european distribution center (serial number (B)(6) revealed a bent pin, confirming the increased difficulty inserting the backup battery into the system controller. The event occurred on a controller being prepared as a backup system controller for the patient, and the clock was not set until partway through the file at 11:06:52 on (B)(6) 2025 consistent with setup. A backup battery fault alarm correlating to a circuit fault condition was observed on (B)(6) 2025. The system controller and backup battery were exchanged in response to the increased difficulty connecting the backup battery as well as observed alarms. No other notable events were observed in the log files reviewed. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical backup battery fault alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. The returned backup battery was evaluated at the european distribution center and was found to have a bent connector pin. The bent pin was repositioned, and the device functioned as intended when in use. No further details were provided by the edc, and the battery remains in quarantine. A root cause for the reported events was determined to be due to the bent backup battery pin. The device history record for the system controller (serial number (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6) was inspected on 30jan2025. No deviations from manufacturing or qa specifications were shown from the backup battery. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. D) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.